Event description:
(B)(4). After having my second high risk delivery, my obgyn offered the essure to me. She highly recommend it and said it was basically risk free and non-evasive procedure. I had it done since it was highly recommend to me. Immediately following the procedure, I was in a lot of pain and heavy bleeding. My obgyn said it was normal and everything was okay. At 6 week, I had the sonogram where they check to make sure they were placed correctly. Everything checked out fine but I was still bleeding and in a lot of pain. My obgyn thought I was being overly dramatic and basically brushed me off. I decided to make an appointment with another obgyn within the same practice and she too brushed me off but did do some blood work, an internal exam and a sonogram. The only thing they found was a small cyst. After a year of being in constant pain and heavy periods, I went to another obgyn practice all together. She took a scope inside of me and from that end, she couldn't find the essure on my left side. She assumed it was misplaced or it had migrated to some where else inside of me. Therefore, I had to have surgery and had the essure taken out along with my fallopian tube and my ovary. However, the pain did not end there I am in constant pain till this day. I have a completely prolapsed vaginal wall and am in constant pain. I have to have nerve blockers (injections) periodically because the muscles inside of my uterus are knotted up! This is what the essure has done to me.